Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse discovered that the dilution wash valve 2 (dwev2) solenoid was sticking intermittently. The cse adjusted the valve and ran quality controls, which were acceptable. The cause of the discordant, falsely low creatinine_2 result on one patient sample was related to the malfunction of dwev2. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low creatinine_2 (crea_2) result was obtained on one patient sample on an advia 2400 instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low creatinine_2 result.